Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had three episodes of facial twitching and had possible seizure activity. The head CT was obtained demonstrating bilateral hematoma along the leads, in addition to bilateral thalamic nuclei. The follow up CT initially showed worsening hematoma, however subsequent scans demonstrated stable hematomas. Due to hypoxemia, an ultrasound of the lower extremities was obtained which showed linear echogenic focus in the left popliteal vein; subsequent cta showed a small nonocclusive pulmonary embolus within the posterior segmental artery with extension into multiple sub segmental branches without evidence of right heart strain. A repeat of the CT scan showed new hemorrhage. No further complications were reported.